Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device did not operate correctly. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Device evaluation: the device was returned to zoll medical canada; the customer's report was verified and attributed to the returned battery. The battery was tested and failed due to a battery calibration error. The battery was scrapped and replaced to remedy the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend. Reports of this nature are typically not considered to be medwatch reportable as there is no potential for clinical impact.

Event description:
Complainant alleged that during functional testing, the device prompted a "change battery" message. Complainant indicated that there was no patient involvement in the reported malfunction.